Manufacturer narrative:
Should additional information become available, a supplemental record will be filed.

Event description:
Dealer is stating that the units are not alarming but the yellow light is on.

Manufacturer narrative:
(B)(4) per independent repair center (B)(4) received 10/2/2015: the key failure is a noisy compressor. The additional information indicates no malfunction found with the audible alarm system. Low o2 was verified.

Event description:
(B)(4). Per independent repair center (B)(4) received 10/2/2015: the key failure is a noisy compressor. The additional information indicates no malfunction found with the audible alarm system. Low o2 was verified. Dealer is stating that the units are not alarming but the yellow light is on.